Event description:
It was reported that the patient's ipg was explanted and replaced on (b)(6 2019. Effective therapy was established post operatively.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing ipg recharge burden. The ipg would provide just under 24 hours of therapy. As a result, surgical intervention may occur.